Event description:
Erratic readings on her son's lifescan meters. A medical affairs specialist (mas) spoke to the reporter on 03/07/2006 and obtained the following information. In 2006 the pt experienced frequent urination and he tested his blood glucose in the car with his mom and rec'd a 414 mg/dl on his ultra smart meter (tdh075adv). Due to the high reading his mother advised him to take the 3u of "long acting". Other than the frequent urination, the pt did not experience any symptoms. An hour and 45 minutes later they went back in the house and she noticed her son was having a hard time walking and his talking was "sluggish". He was combative and acting like he was drunk and "looked as if he was having a seizure because his eyes were rolling back". He fell on the kitchen floor and his mother did not test him on his meter at that time; however, gave him apple juice and a package of instant glucose. Since he was moving all around she was unable to control him and test his blood glucose till 45 minutes later. She tested him on his meter and rec'd a 29 mg/dl. Within five minutes later, she retested him on the same meter and rec'd a 330 mg/dl. She grabbed his back up meter ultra meter (tdn915fgt) and rec'd readings of 95 mg/dl, 145 mg/dl and 111 mg/dl within 10 minutes from one another. She retested him on his subject meter and (tdh075adv) and rec'd readings of low 90's. The mother contacted her mother who is a diabetic and needed support and was advised by her mother to contact lfs. The mother denied that the pt sought medical attention. The pt felt better soon after. Mother claims she felt she treated her son incorrectly due to the meter readings. The pt's blood glucose varies; therefore the reporter was unable to verify what his readings were prior to the incident or the day before. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. Per mother she ran a quality control test on both meters and test strips fell within range and the meters were coded properly. Customer care agent (cca) sent the pt replacement meters. The complaint is being reported because the pt was treated for a high reading of 414 mg/dl, which caued him to become hypoglycemic.